Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker went from a battery status of 4.5 years remaining to 1.5 years remaining faster than expected. No significant changes were noted in pacing percentage or lead impedance measurements. Analysis of device memory noted the atrial channel was 100 percent sensed and the ventricular channel was 100 percent paced. Additionally, increased threshold measurements and slightly low pacing impedance measurements of 560-460 ohms was observed. Device outputs were noted to be on the higher side at 3.0 volts. Based upon analysis of device memory, it was concluded that the change in device longevity was likely a result of the elevated output with the lower pacing impedance. No adverse patient effects were reported. This product remains implanted and in service.